Event description:
Device used and processed per manufacturer's recommendations. Device inspected, chipping and what appear to be fractures were observed at the "bend" of the device was removed from service a loaner was obtained, and the defective item returned to the glides scope rep. No patient was hurt due to our inspection of the device.